Manufacturer narrative:
No product was returned. The supplier reviewed the batch manufacturing record (device history record), pre-dispatch inspection data, and retained sample testing results. Based on the investigation, the product was manufactured, tested, and released in compliance with established specifications and standards. No deviations or abnormalities were identified at any stage of manufacturing, inspection, or testing. The detailed findings are provided in the attached supplier investigation report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the endotracheal tube cuff was not sealing properly. The cuff pressure had to be set to 50¿60 to maintain a seal and prevent leakage. There was patient involvement and no patient injury was reported.